Event description:
It was reported that a wireless battery module experienced fluid intrusion. There was no reported patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom fluid intrusion. Investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the unit irreparable. The device has been retired from service.